Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient that had received clonidine, bupivacaine, baclofen, and dilaudid (10 mg/ml) via an implanted pump; the other concentrations and doses were unknown by the reporter. The indication for pump use was chronic low back pain, non-malignant pain, and spinal pain. The patient¿s medical history included ¿pre-existing back conditions¿. On 10-may-2016 it was reported that a couple of weeks after a catheter revision in (B)(6) of 2014 (see manufacturer¿s report # 3004209178-2016-10319), the patient was tripped off his feet by his dog, fell, and had another catheter issue. The patient thought he had a secondary procedure under fluoroscopy, but didn¿t recall when. The catheter issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.